Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on 06-may-2024. The set came off during use. The infusion set was in use for about 8 hours. No further information available.